Event description:
The user facility in the united kingdom reported while having a super-dense cataract removed a patient suffered a phaco-wound burn. The main wound was sutured with a butterfly 10.0 nylon. Increase in duration of surgery was 0-15min.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Correction a2. Age at time of event from 80 to 84.